Event description:
It was reported that (2) tsw45 was used during a lobectomy procedure. It was reported by the rep that the handle jammed and staple line did not completely fire. The surgeon used the second tsw45 but it too misfired. Once that one misfire they used an atw45 to complete the case. There was no consequence to pt.